Event description:
It was reported that the patient had deceased due to an unknown cause. No additional information was reported.

Manufacturer narrative:
It was reported that the patient had deceased due to an unknown cause. No additional information was reported. Electrical, longevity, and visual analysis was normal with no anomalies found.